Event description:
It was reported that while inserting a screw through the proximal tibia aiming arm on tower, the tip of a small hexagonal screwdriver shaft, part number 314.550, broke off in the head of the screw. The screw driver fragment could not be removed because it was cold welded into the screw which had already been implanted in the patient. The surgery was delayed for 5-10 minutes due to the reported event. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.